Manufacturer narrative:
(B)(4). Reference exemption number e2017029. Two possible lot numbers identified- 33165753 and 33164207.

Event description:
It was reported that a plate broke. There are no plans to remove the plate at this time. IFU (B)(4) states "the surgeon must ensure the fractured segments have bone to bone contact. Any bridging of a continuity defect must be combined with a bone graft".

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. During the investigation the product lot number identified was reviewed in the device history records. The DHR review showed no discrepancies or anomalies. The failure root cause cannot be determined due to no device being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Manufacturing dates: 33165753 15 june 2016; 33164207 17 june 2016.